Event description:
It was reported that the patient's blood glucose levels reached 24 mmol/l (432 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible and bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 1832 pulses. No bends or kinks were observed in the soft cannula. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure.